Manufacturer narrative:
The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. The battery connection line of the device is not in good contact, causing the reported issue. The pse adjusted the battery connection cable to resolve the reported issue. The device passed the required performance verification tests per philips standards.

Manufacturer narrative:
Date of report: 30sep2021. Initial reporter phone number: (B)(6).

Event description:
The customer called into technical support (ts) reporting that the device has a battery failure. The customer reported there was no patient involvement at the time the issue was discovered.